Manufacturer narrative:
Upon follow up, it was reported the patient passed away. The cause of death was reported as due to deteriorated condition. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from the peritonitis event prior to death. Extraneal and physioneal therapies were ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was not reported. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. Extraneal and physioneal therapies were ongoing. Additional information is not available.